Event description:
The procedure was contra lateral access treating the right leg and at. When the physician was removing the silverhawk ds back into the sheath, the white lumen must have broke that the guide wire was in. The wire looped around the device which prevented the physician from being able to move the wire in the device or pull the device back into the sheath. The physician had to access the other side to regain wire access and then was able to pull the sheath and silverhawk out together.investigation of the returned device on (B)(6), 2013 found the distal tip assembly fractured.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.